Event description:
Boston scientific received information that this device was taken out of storage mode prior to the implant procedure and was programmed to bipolar configuration, this resulted in the lead safety switch to be tripped resulting in the device to revert to unipolar configuration. The device was implanted and post operative checks showed an episode of noise resulting in oversensing, and pacing inhibition for > 2 seconds. The device was reprogrammed back to bipolar configuration and no adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.